Event description:
It was reported that the ilet displayed alert 38 indicating consecutive stalled motor events over approximately two weeks, persisting despite pump restarts, and a replacement ilet was arranged with counseling that the replacement would not be watertight. Symptoms included no reported adverse physiological effects. Outcomes included no interruption to therapy due to availability of a backup method and continued cgm use with dexcom g7. Investigation included customer interview, review of device alerts, and logistical coordination for device replacement and return. Investigation of this case revealed a motor stall malfunction consistent with an internal mechanical failure. It was concluded that the device experienced a mechanical motor stall leading to repeated alarm notifications, and replacement was warranted.